Event description:
Central line introducer and catheter appeared to be discolored (brownish), introducer appeared intact but questionable for contamination. Ref# cdc-21242-xcn1a; lot# 33f23c0620. Exp 10-31-2024.